Event description:
Information was received that reported a patient was hospitalized in 2008, due an incident of hyperglycemia. The reporter stated the patient stated vomiting the day before. He was admitted at 11:14 am the next day. Upon admission his blood glucose was 421 mg/dl and he tested positive for acetone. He was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.